Event description:
Hcp reported a patient death. The patient had terminal cancer, which the hcp believed was the cause of death. The pump was reprogrammed the week prior. Hcp just refilled it and the patient was fine. Per hcp it was indicated that the cause of death was not device related. The pump was delivering morphine 10 mg/ml at 3.003 mg/day and bupivacaine 15 mg/ml at 4.505 mg/day. No further information was available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient: product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).